Event description:
It was reported that device migration occurred. A 31mm watchman flx pro laa closure device and delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged. At a routine follow up appointment on (B)(6) 2026, computed tomography (CT) showed the device appeared to have shifted proximal out of the appendage. There was a 1/3-1/2 shoulder noted on the implant form, but intra-procedural imaging was not available for comparison. 45-day post procedure transesophageal echocardiography (tee) was available, and the device had not changed since then. The physician recommended the patient stay on oral anticoagulation (oac).